Event description:
It was reported to philips that the system failed to boot up successfully after it was restarted during a procedure. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up successfully. Review of the system log file shows geometry errors and warnings. Upon further inspection, fse found the issue with potentiometer. Fse replaced the potentiometer. After replacing the potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.